Event description:
On (B)(6) 2012, the reporter, the patient's father, contacted animas to report that on (B)(6) 2012 the patient obtained the elevated blood glucose readings ranging from 337 mg/dl to 506 mg/dl. The patient did not report experiencing any symptoms of high or low blood glucose levels. The patient had been taking more bolus doses of insulin than usual throughout the day to correct the elevated blood glucose readings. The patient obtained a warning from the pump that she had reached the maximum total daily dose limit of 50 units, and afterwards did not receive any insulin for three hours. The patient had confirmed the warning alarm, but did not increase the tdd limit so that additional insulin could have been infused. Troubleshooting revealed the infusion set cannula was bent, which can lead to under-infusion of insulin. The patient did not seek any medical attention or treatment. The patient's technique was incorrect by having a bent cannula in the infusion set. However, as the patient suffered blood glucose levels suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.